Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of a blurry image was not confirmed. The following additional findings were also noted: damaged protector of the video cable, the serial digital interface did not match the device, the grip was from a third-party repair, damaged light guide lens, cut video cable, occasional stripes on the image, yellowish light guide bundles, damaged light guide bundles, and occasionally error of b31 (scope communication error). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus a fuzzy image while inspecting video telescope "endoeye hd ii", 10 mm, 30°, autoclavable for use. The patient was under anesthesia although there was no delay. The therapeutic laparoscopic procedure was completed with a similar device. There were no reports of patient, user harm or procedure associated with this event. The device was returned, and olympus repair center identified a occasionally green image. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to defective r-unit or cable unit. Olympus will continue to monitor field performance for this device.